Event description:
On (B)(6) 2012, the reporter contacted animas alleging the following events: the pump keeps powering off and will not advance pass the verify screen. It was first noticed (B)(6) 2012 that pump was powering in and out. The yellow o-ring is not visible and battery cap is securely fitted to pump. There is reportedly no corrosion and no damage to pump, battery compartment, or battery cap, which was last replaced 4 - 12 weeks ago. The battery cap replacement was done when the power issue was first noticed, but replacing the battery cap did not help resolve power issue. Also, new batteries were tried, but still the pump did not work. The patient is currently using backup plan. There is no allegation of a blood glucose excursion related to this issue. This complaint is being reported as the alleged issue of intermittent power loss is not resolved.

Manufacturer narrative:
(B)(4) - device evaluation: the insulin pump has been returned and was evaluated by product analysis on (B)(4) 2012 with the following findings: review of the black box and download history revealed power on resets on (B)(4) 2012. On examination, there was no damage to the battery compartment. The battery cap that was returned with the pump for investigation was noted to have partially stripped threats and kept spinning around, not properly attaching to the pump. On testing, power loss was duplicated using the returned battery cap. A new test battery cap was able to be securely attached to the pump. The pump was exercised for 24 hours using the test battery cap with no rebooting or power loss during the test. The pump cover was removed for investigation and did not reveal any moisture or damage to the inside of the pump.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.